Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during surgery the blade of the dermatome left a line in the leg of the patient where it did not pull skin for the graft. There has been no report of harm or delay. Due diligence is in process. No additional information has been received. No adverse events were reported as a result of this malfunction.

Event description:
Due diligence is complete and no additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001526350-2024-00114. This medwatch is being filed to relay additional information. No product was returned; dimensional evaluations could not be performed. Visual examination of the provided picture identified a line on the patient where the skin was not pulled for the graft. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.